Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 2 customer reports patient had anti-big k and it was not detected while testing on the vision with 0.8% surgiscreen cells vss193 exp 7/14/2020 and igg gel card lot 021820001-06. The false negative antibody screen test results resulted in a transfusion reaction. Sequence of events are as follows: (B)(6) 2020: patient's sample was tested on the vision, antibody screening results were negative, electronic crossmatch was done. There was no prior history of this patient. This transfused unit was later antigen typed for the anti-big k antigen and it was negative. (B)(6) 2) 2020: second unit was transfused, patient complained of nausea, chills and developed a fever. Transfusion reaction protocol was initiated. Dat (by tube method) was done on both the pre transfusion (B)(6) 20 sample and the post transfusion (B)(6) 20s ample. Results were negative. Urine was collected and it contained red cells. The post transfusion sample and pretransfusion samples were sent to their reference lab and tube method using enhancement detected the patient's anti-big k. The customer tested the patient's pretransfusion sample and he was negative for the big k antigen as expected. Issue started on: (B)(6) 2020. Microtubes/wells or cell (donor #) affected: cell 2 is antigen positive and did not react with the patient's antibody. Sample ID: on (B)(6) 2020: c4-3d-ee-0d-81-d0-5a-94-cf-d2-04-1e-ce-a9-2e-9d-3c-66-51-87-06-d7-8a-d9-fb-61-3e-4b-f3-d9-85-1f. Sample ID: on (B)(6) 2020: 03-89-50-37-c6-7d-c9-1b-19-6b-a7-51-4c-86-43-5b-72-59-8b-46-8b-e6-e3-65-1d-48-f5-0e-d8-54-14-35. Number of samples affected? 1 patient, 2 samples. Was qc affected? No. Was any expired product used? No. When was the last successful qc run? (B)(6) 2020. Customer was followed up. She indicated the patient remained stable. Deeper look backs revealed prior transfusion history existed at other hospitals and the anti-big k had been detected for this patient. Tsc inquired if these other sites had also used the gel methodology but she did not have that information. Customer agreed to call back if she was able to obtain this information. The customer also requested a summary of the investigation done by ortho regarding this event. Tsc agreed to provide an update. Patient clinical history: patient's diagnosis: heart disease. List of medications: not provided. Transfusion history: none provided. Number of blood unit transfused: 2 o neg units total, first was k antigen negative, second unit was k antigen positive product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: as per IFU. Rbc storage and handling: as per IFU. Visual appearance before use: acceptable. Troubleshooting steps performed by tsc: econn data reviewed the same set of cells were used for the pre and post antibody screen tests. Tsc requested cell 2 be antigen typed for the big k antigen and it was positive. The IFU was reviewed with the customer and the following statement discussed: limitation of use- for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive. Tsc will followed up for additional details of clinical data customer requested the following clinical data for this patient: 6/24/2020 13:30 end time of the second transfusion (whole unit was given). 13:45 nausea, chills, temp 101.4,blood pressure 137/103,heartrate 65. 13:54 temp 102.2,blood pressure 129/127, heartrate 74. The patient's hemoglobin values were as follows: 7.3 pre transfusion of first unit (B)(6) 2020. 7.7 post transfusion of first unit (B)(6) 2020. 8.1 pre transfusion of second unit (B)(6) 2020. 8.4 post transfusion of second unit (B)(6) 2020. 7.4 after transfusion reaction declared (B)(6) 2020. Visual inspection of the blood samples and urine were normal pre transfusion. Post transfusion after the second unit, hemolysis was evident in the plasma and red cells were in the urine other data: bili 1.6 and direct bili 0.7 on (B)(6) 2020. Ldh level 290 on (B)(6) 2020. Ldh level 830, 2 hours after transfusion reaction (B)(6) 2020. The patient is being monitored. Images of negative gel card results, pre and post transfusion attached to record. Tsc followed up - customer stated the patient was crossmatched at the reference lab and received 2 additional donor units on (B)(6) 2020. These units were big k antigen negative. The patient tolerated both units well and his current hemoglobin is 8.3. Customer requested for follow up on monday to further discuss patient's condition. Customer was followed up. She indicated the patient remained stable. Deeper look backs revealed prior transfusion history existed at other hospitals and the anti-big k had been detected for this patient. The customer also requested a summary of the investigation done by ortho regarding this event. Tsc agreed to provide an update.